Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump act button was unresponsive during a set change. The blood glucose reading was 203 mg/dl. The customer did not recall any significant event leading to the issue. The button began working again during the call and the customer was advised that when it completely stopped working revert to a back up plan per a health care professional's instruction.